Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the charging port was misplaced. Customer relied on continuous glucose monitoring to advise when to take insulin and had not been able to do so without charger, which had caused blood glucose to elevate to 500 mg/dl. Customer was advised that charger would be replaced.